Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device syringe plunger was not detected and did not work after calibration. There was no physical damage reported, no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged bottom case and a chipped top case. A 'plunger not in place' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the broken off q1 chip on the plunger pcb board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.